Manufacturer narrative:
Analysis of programming/device diagnostic history and battery life calculation performed.

Event description:
It was reported that a vns patient had 18 seizures on (B)(6) 2011 which required the patient to be admitted to the ICU. Given the seizures, the patient's mother wanted to have the patient's generator replaced while he was in the hospital. The patient's generator was explanted and replaced due to battery depletion with near end of service status marked as 'no'. Good faith attempts to obtain the explanted generator for product analysis have been unsuccessful to date. Follow up with the patient's physician revealed that the cause for the seizures was unknown as there did not appear to be any precipitating factors; however, the patient is doing well since generator replacement. The relationship of the increase to pre-vns baseline levels was unknown.